Manufacturer narrative:
(B)(4). A batch review was performed on the associated lot (h10k21242 ) with no issues noted. Per the patient, there was air in the patient line. From the data within the complaint information, the root cause was not identified. The patient did have a use error of leaving unused supply lines unclamped. Labeling review finds the labeling adequate for the potential related user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to report receiving a check patient line alarm with the homechoice (hc) machine during the initial drain. The drain volume was 0ml. The technical service representative (tsr) assisted the home patient (hp) to pull up/down on lines near door, close/open transfer set, check lines for kinks and slide heater line clamp down line. The alarm repeated. The tsr had the hp re-check the patient line for air/fibrin. Hp stated there is air in patient line. The tsr advised the hp to start over with new supplies. Product surveillance contacted the hp on (B)(4) 2011. The hp stated that she did not complete therapy with the hc. The hp stated that she used manuals and has been using manuals since. The hp stated that she was told that sometimes air in the line is caused by not priming the hc all the way. The hp was scared to use the hc because of the possibility of air. The hp had tried to contact the nurse but had not got a hold of her. Product surveillance representative told the hp to make sure to contact the nurse about the air in the line. The hp had discarded the original cassette and did not have a companion to send in. The lot number was h10k21242. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. The lot number is available; a batch review will be performed. Should any additional information become available, a follow-up report will be submitted.